Event description:
The suspect device showed variation in test results when compared to the lab. The test results were reported as follows: inratio = 4.3, 4.5; lab= 3.9. Further evaluation to be performed.

Event description:
The suspect device showed variation in test results when compared to the lab. The test results were reported as follows: inratio = 4.3, 4.5; lab= 3.9. Further evaluation to be performed.